Manufacturer narrative:
True event date is unknown; therefore, event date is approximated.

Event description:
It was reported that a thrombus occurred. On (B)(6) 2018, patient underwent a watchman left atrial appendage (laa) closure procedure and a 30mm watchman laa closure device was implanted. Patient presented for one year follow up transesophageal echocardiogram (tee) and a thrombus was noted on the threaded insert of the device. Patient was asymptomatic. Patient was started on anticoagulants and will continue that course until follow up tee.